Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of unspecified bd posiflush syringes had leakage, damage, and stopper separation and unspecified times. The following was reported by the initial reporter: "it was reported that there was dysgeusia, inadequate flushing, leakage, damaged packaging, patient reaction, and stopper separation from plunger."